Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, the events were not caused by the use of any fresenius device(s) and/or product(s), as causality was attributed to a touch contamination event, due to poor aseptic technique during initiation and/or termination of treatment. Staphylococcus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination event. Based on the information available, there is no allegation or objective evidence a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty cycler set cassette can be excluded as the cause of the patient¿s serious adverse events. Patients undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient presented to the outpatient dialysis clinic with cloudy effluent fluid. A peritoneal effluent fluid culture and cell count were obtained, and the cell count revealed an elevated white blood cell (wbc) count (result not provided). The patient was diagnosed with peritonitis and was started on ip vancomycin 1500 mg every other day x 21 days. On (B)(6) 2020, the peritoneal effluent culture returned positive for staphylococcus capitis again, and the patient¿s course of vancomycin was continued/completed. The pdrn attributed causality to a touch contamination event, which occurred again during initiation and/or discontinuing ccpd therapy. The patient stated despite the education provided; the patient continues to occasionally start and complete ccpd therapy without washing hands or donning a mask. A repeat peritoneal effluent culture and cell count were collected on (B)(6) 2020 and returned within normal limits (effluent clear). The pdrn stated the adverse events were not caused by the utilization of any fresenius device(s) and/or product(s).